Manufacturer narrative:
The complaint was not confirmed. The returned ar-6475 was visually inspected and show minor scratches at the top of the unit. The returned ar-6475 device assembled with a new ar-6410 tubing and it was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered. Among the most common causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or; (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.final conclusions are potential misuse and the complaint allegation not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the pump had over delivered fluid during an arthroscopic knee surgery, despite the pressure was reduced on the pump. The patients thigh became swollen as the fluid from the joint space had entered into the tissues.